Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively. The explanted device will not be returned due to physician preference.